Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the battery lot met all final release specifications. Visual examination of the returned ldx battery verified that the outer casing had been forced open, and that the lithium ion battery pack had become noticeably swollen. The inner casing around the battery pack remained intact, and there were no indications of burning or melting. This issue has been escalated for further investigation. Per the quick reference guide: remove from the charger when all leds are off. Hazardous live parts inside. Do not remove cover or open the case. Risk of electric shock. No serviceable parts inside.

Event description:
The customer reported that the outer casing of the cholestech ldx battery kit was forced open as a result of swelling of the inner components. The battery became swollen while it was being charged. The led was not illuminated, and the battery was warm to the touch. There was no evidence of fire, and no adverse events were reported.